Manufacturer narrative:
(B)(4). Batch # m9218d. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, the shaft was found to be in good condition and not distorted as it was reported. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic unknown procedure, it was found that the deployed clip was loosely formed. After that, the same event repeated three times. Then, the doctor thought that the shaft was distorted. Another device was used to complete the case. There were no adverse consequences to the patient.